Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during training for the syringe module, the drive head lever did not spring back when a syringe was loaded. Per report, the customer states "this resulted in the nurse getting a syringe installation advisory, which is corrected with manually turning the lever slightly to the right." This is a new module that has not yet been rolled out to the units. The device was tagged to be taken to biomed. There was no patient involvement. Additional information provided 17mar2026: the device was never used on a patient. It was used only for training.

Manufacturer narrative:
Correction: initial reporter occupation, report source, additional information: initial reporter phone #, imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had syringe module - lever issue was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during training for the syringe module, the drive head lever did not spring back when a syringe was loaded. Per report, the customer states "this resulted in the nurse getting a syringe installation advisory, which is corrected with manually turning the lever slightly to the right." This is a new module that has not yet been rolled out to the units. The device was tagged to be taken to biomed. There was no patient involvement. Additional information provided 17mar2026: the device was never used on a patient. It was used only for training.